Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument's tip plastic part was chipped. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. Isi followed up with the initial reporter and obtained the following additional information: damage was confirmed visually confirmed in the central material room. It is unknown if the damage was described happened outside of a surgical procedure. They noted that there was scraping of the pulley cover, but it is unknown if there was any collision. It is unknown what surgical task was being performed when the is issue occurred. It is unknown if a fragment fell into the patients body, and the patient has not returned to the hospital for any post surgical complications related to a foreign object.

Event description:
Refer to h11 for follow-up information.